Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with high blood glucose was above 400 mg/dl. The customer's current blood glucose was above 400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin infusion. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.